Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.